Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion area was located in a moderately tortuous and mildly calcified peripheral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at nominal pressure. The device was completely and simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.